Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported their stimulation is off, they 'knew that it hadn't been helping them' and its been hurting terribly. Pt said the issue started about a week ago. Pt mentioned they need help to where the stimulation is working. Pt said the controller screen showed stimulation is off and they are in group b. Agent told pt to find the gray/white square button at the top of the controller but pt said the top part of the controller is just black. When pt pushed the little button at the bottom of the controller and they saw stimulation is off settings cannot be change with stimulation off. Agent instructed pt to press stimulation on. Pt was able to turn the stimulation back on but they are not feeling the stimulation and agent instructed pt to increase the intensity on program 1 from 3.4 to 3.5 but pt was not feeling anything. Agent told pt to switch group and pt switched to group a. Pt adjusted the intensity on program 1 from 2.9 up to 4 but still they dont feel the stimulation. Agent redirected pt to their healthcare provider (hcp) to set up an appointment with rep to further address the issue.